Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a thyroidectomy. The anesthesia machine alarmed before the drape, and the endotracheal tube leaked. The new tube was replaced, which did not cause any adverse effects on the patient.